Event description:
Customer reported an issue with the incorrect time displayed on their device. There was no adverse impact to the customer¿s blood glucose level, with readings remaining within the normal range. Technical support assisted the customer in updating the pump time and advised them to monitor and follow up if the time discrepancy reoccurred. The customer understood and acknowledged the instructions provided. No additional information was received regarding the outcome of the event.